Event description:
Additional information was received stating that the liner used in size 44 pinnacle shell, in conjunction with corail stem & ceramic head. The liner is worn away where identifying numbers are located so unable to retrieve some of the identifiers.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle liner seems to have spun within the shell. Unsure when liner spun. Revised on 4/4/2024. Doi: unknown. Doe: 4 apr 2024. Affected side: unknown.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: pinnacle liner seems to have spun within the shell. Operating surgeon would like implant investigating for possible defects or reason. The product was not returned to depuy synthes; however, photos were provided for review. See attachment (img_5937.jpeg, img_5940.jpeg, img_5942.jpeg, img_5943.jpeg and img_5944.jpeg). The photo investigation revealed that pinn mar +4 10d 28idx44od had one portion of the anti-rotational mechanism fractured, the lip of the liner fractured as well, and the device surface deformed. Additionally, wear patterns can be observed on the outer surface of the liner. Although there is no certainty what condition happened first, and there is no root cause established for the fractured and deformation of the device, the reported allegation can be confirmed as a fracture on the anti-rotational mechanism can be one of many factors that could have led to a dissociation condition between the pinn mar +4 10d 28idx44od and unknown hip acetabular cup. Furthermore, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction procedure. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 28idx44od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.